Manufacturer narrative:
H2/h6: the software analysis was completed. After reviewing the details of the case, it was noted that this issue was not related to software. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was having difficulty registering the patient. The site had the patient in a lateral position with the left side of their head facing the ceiling. The site only had a magnetic resonance imaging (MRI) they were tracing off of. The site had tried passing minimum trace, but each time the points were showing off of, or inside the head model. The site was using three-point touch with trace, and each time, the orientation of the head would not allow them to pass the minimum trace. The site noted that in the images tab, the orientation of the head was slightly facing downward from the axial plane. Technical services (ts) had the site try to adjust the orientation. The site was eventually able to pass minimum trace and used some additional minor point collections to increase its re gistration accuracy. The issue was resolved on the call. Patient impact information was not provided. Delay information was not provided.

Manufacturer narrative:
G2: this event occurred in canada, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.